Manufacturer narrative:
This report is submitted on april 30, 2021.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.